Manufacturer narrative:
(B)(4). The complaint cannot be confirmed and the assignable cause was not determined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
While troubleshooting a check patient line alarm, the home patient (hp) stated that there were air bubbles in the patient line. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention was reported. A follow up call was made to the hp and the hp confirmed that she is ok and has continued therapy. The hp stated that she checked all of the supplies and there was no damage or issues found.